Event description:
Information was received reporting a patient's catheter and pump were replaced. Additional communication confirmed that the patient had alleged an increase in pain. A dye study was then performed which confirmed that the catheter was occluded. The catheter was replaced and the pump was also replaced because the doctor just wanted a fresh pump. No issues were alleged against the pump. Devices were discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).